Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. The field service representative (fsr) observed in the log data that the flow module had lost communication with the central control monitor (ccm) when the perfusion screen was opened. The fsr could not duplicate the reported complaint and was able to complete release testing successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow module lost connection during set-up of the perfusion screen. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.